Event description:
On (B)(6) 2024, it was reported by a distributor via sems-06550586 that an ar-3636 knotless fibertak inserter tip broke during insertion. All broken fragments were removed successfully. This was discovered during a procedure. This was discovered during an instability glenoid procedure on (B)(6) 2024. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.